Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time incident. Customer stated that they tried to correct blood glucose using insulin pump; however it was not went down. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined for troubleshooting. The insulin pump will be returned for analysis.